Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after the fixation of a lead to the subject pacemaker, the lead could no longer be removed from the header. The lead connector pin detached from the lead and remained inside the header. Both the pacemaker and the lead were not kept implanted. (The lead was connected to that device is not available for distribution in the us).